Manufacturer narrative:
Sanofi company comment dated 29-jan-2020: the case involves a (B)(6) female patient who had synvisc one injection and had systemic reaction and she required intervention with steroid injection as corrective. Patient also had similar reaction after the steroid (triamcinolone acetonide) injection. However, the information in the case is very limited and the role of device in occurrence of the events cannot be denied. Further detailed information regarding other medications, medical history and the indication for the synvisc one would aid in comprehensive assessment of the case.

Event description:
Systemic reaction [systemic allergic reaction], ([general body pain], [fever], [knee swelling], [knee effusion]). Drained fluid was tested, results showed some high wbcs [synovial fluid white blood cells positive] case narrative: initial information received from united states on 23-jan-2020 regarding an unsolicited valid serious case received from a physician via sales representative. This case involves a (B)(6) male patient who experienced systemic reaction (latency: unknown), and the drained fluid was tested, results showed some high wbcs (latency: 1 month 5 days), while she was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one) and triamcinolone acetonide (zilretta). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient had 5th or 6th intra-articular injection of hylan g-f 20, sodium hyaluronate at an unknown dose, once (lot - 9rsl009, 03-mar-2022) in one of the knees (unknown if left or right) for unknown indication. On an unknown date, after unknown latency, patient experienced extreme swelling and a systemic reaction (intervention required) including fever and pain in other parts of his body. On (B)(6) 2020, patient's knee was drained and was given a steroid injection triamcinolone acetonide (zilretta) (dose, frequency, batch number: not reported). Patient experienced another similar reaction. Drained fluid was tested, results showed some high white blood cells, but nothing alarming to the medical doctor. Doctor was worried about the previous recall of hylan g-f 20, sodium hyaluronate, he was unsure of the reason for the patient's reaction. Action taken: not applicable for all events with respect to hylan g-f 20, sodium hyaluronate; unknown for all events with respect to triamcinolone acetonide. Corrective treatment: triamcinolone acetonide for systemic reaction; not reported for rest of the events. Outcome: unknown for all events. A product technical complaint was initiated and results were pending for the same.

Event description:
Systemic reaction [systemic allergic reaction];[general body pain], [fever], [knee swelling], [knee effusion]. Drained fluid was tested, results showed some high wbcs [synovial fluid white blood cells positive]. Case narrative: initial information received from united states on 23-jan-2020 regarding an unsolicited valid serious case received from a physician via sales representative. This case involves a 66 years old male patient who experienced systemic reaction (latency: unknown), and the drained fluid was tested, results showed some high wbcs (latency: 1 month 5 days), while he was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one) and triamcinolone acetonide (zilretta). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. No information regarding concomitant medication was provided. On (B)(6) 2019, the patient had 5th or 6th intra-articular injection (liquid solution) of hylan g-f 20, sodium hyaluronate at dosage of 6ml, once (lot - 9rsl009, 03-mar-2022) in one of the knees (unknown if left or right). For unknown indication. On an unknown date, after unknown latency, patient experienced extreme swelling and a systemic reaction (intervention required) including fever and pain in other parts of his body. On (B)(6) 2020, patient's knee was drained and was given a steroid injection triamcinolone acetonide (zilretta) (dose, frequency, batch number: not reported). Patient experienced another similar reaction. Drained fluid was tested, results showed some high white blood cells, but nothing alarming to the medical doctor. Doctor was worried about the previous recall of hylan g-f 20, sodium hyaluronate. He was unsure of the reason for the patient's reaction. Action taken: not applicable for all events with respect to hylan g-f 20, sodium hyaluronate. Unknown for all events with respect to triamcinolone acetonide. Corrective treatment: triamcinolone acetonide for systemic reaction; not reported for rest of the events. Outcome: unknown for all events. A product technical complaint was initiated on 24-jan-2020 for synvisc one (lot number 9rsl009) with global ptc number 100018574. The production and quality control documentation for lot # 9rsl009 expiration date (2022-03) was reviewed. The investigation showed that the product met specifications. No associated non- conformances were noted. Based on the lot-batch record review & lot-frequency analysis for lot # 9rsl009 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitor adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 06feb20 there were 10 complaints on file for lot#: 9rsl009, and all related sublots. 10 complaints were on file for lot#: 9rsl009: (10) adverse event report. Sanofi would continue to monitor complaints as stated in sop (B)(4) product event handling to determine if a CAPA was required. Final investigation was completed on 01-mar-2020. Additional information received on 23-jan-2020 from other healthcare professional. Suspect product dosage updated. Text amended accordingly. Additional information was received on 01-mar-2020 from other health professional. Ptc results received and processed. Global ptc number added.

Manufacturer narrative:
Sanofi company comment dated 29-jan-2020: the case involves a 66 years old female patient who had synvisc one injection and had systemic reaction and she required intervention with steroid injection as corrective. Patient also had similar reaction after the steroid (triamcinolone acetonide) injection. However, the information in the case is very limited and the role of device in occurrence of the events cannot be denied. Further detailed information regarding other medications, medical history and the indication for the synvisc one would aid in comprehensive assessment of the case.

Event description:
Systemic reaction [systemic allergic reaction] ([general body pain], [fever], [knee swelling], [knee effusion]), drained fluid was tested, results showed some high wbcs [synovial fluid white blood cells positive] . Case narrative: initial information received from united states on 23-jan-2020 regarding an unsolicited valid serious case received from a physician via sales representative. This case involves a 66 years old male patient who experienced systemic reaction (latency: unknown), and the drained fluid was tested, results showed some high wbcs (latency: 1 month 5 days), while she was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one) and triamcinolone acetonide (zilretta). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient had 5th or 6th intra-articular injection (liquid solution) of hylan g-f 20, sodium hyaluronate at dosage of 6ml, once (lot - 9rsl009, (B)(6) 2022) in one of the knees (unknown if left or right) for unknown indication. On an unknown date, after unknown latency, patient experienced extreme swelling and a systemic reaction (intervention required) including fever and pain in other parts of his body. On (B)(6) 2020, patient's knee was drained and was given a steroid injection triamcinolone acetonide (zilretta) (dose, frequency, batch number: not reported). Patient experienced another similar reaction. Drained fluid was tested, results showed some high white blood cells, but nothing alarming to the medical doctor. Doctor was worried about the previous recall of hylan g-f 20, sodium hyaluronate, he was unsure of the reason for the patient's reaction. Action taken: not applicable for all events with respect to hylan g-f 20, sodium hyaluronate; unknown for all events with respect to triamcinolone acetonide corrective treatment: triamcinolone acetonide for systemic reaction; not reported for rest of the events. Outcome: unknown for all events. Additional information received on 23-jan-2020 from other healthcare professional. Suspect product dosage updated. Text amended accordingly.